Event description:
It was reported that there was a damaged battery compartment. The investigation also found the dso and uso seal lifting.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. However, the investigation also found that the uso and dso seal were lifting. Replaced battery compartment, dso seal, and uso seal. Performed dso/uso sensor calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.